Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 15.0 diopter intraocular lens (iol) was noticed rotated at the six month follow up visit with the doctor on (B)(6) 2017. The lens rotated from 108 degrees to 135 degrees post-operatively, which was a 27 degree change. The patient complained of moderate blurred vision at all distances. Reportedly, the patient complaint does not significantly interfere with activities of daily life. There was no patient complications or injury. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
An implant date of (B)(6) 2016 was reported in the initial emdr. Clarification on this date was provided and it was learned the actual date of implant was (B)(6) 2017. If implanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.